Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor had some previous undersensing and now was showing pauses. It was also noted that the device indicated oversensing of p waves on two episodes. The sensitivity had been reprogrammed and the reporter was inquiring about further programming suggestions. The device remains in use. No patient complications have been reported as a result of this event.